Manufacturer narrative:
A tube was found out of a pulley on the analyzer. The customer was guided on correct placement of the tube and the tube was re-seated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay ver. 2 on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 14.97 pg/ml and this value was reported outside of the laboratory. The result did not agree with the clinical status of the patient, so a second sample was collected from the patient and tested, resulting in a value of 6.99 pg/ml. The 6.99 pg/ml value was considered correct. The complained sample was then repeated, resulting in a troponin t value of 7.15 pg/ml. The 7.15 pg/ml value was deemed correct. The complained sample was repeated two additional times, resulting in values of 8.65 pg/ml and 8.36 pg/ml. The troponin t reagent lot number was 566611, with an expiration date of 31-mar-2023.

Manufacturer narrative:
For the calibration performed on (B)(6) 2022, signals were within expectations. The reagent pack was loaded on the analyzer on (B)(6) 2022 and one level of control failed. The customer did not perform any actions and continued routine testing. Upon review of the alarm trace, a liquid level detection alarm occurred on the troponin t reagent pack on the day of the event. A tube was found out of a pulley. The customer was guided on the correct placement of the tube. The tubing was placed correctly by the customer. Calibration and previous control data did not point to an issue with the reagent. The investigation could not identify a product problem. The cause of the event could not be determined.